Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports she received a needlestick when the cap came off the syringe in the package. She saw her dr who gave her a tetanus shot.